Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, post coital bleeding, bicornuate uterus and cesarean section (2 cesarean deliveries). Previously administered products included for birth control: mirena from 2007 to 2009 and oral contraceptive nos from 2002 to 2007; for an unreported indication: wellbutrin in 2006 and zoloft in 2002. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("pain abdominal"), 2 years 10 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy using da vinci robot). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coil: right- 02, left- 01 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2014: total bilateral occlusion. Ultrasound scan vagina - in november 2014: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. B93881) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual, post coital bleeding, bicornuate uterus and cesarean section (2 cesarean deliveries). Previously administered products included for birth control: mirena from 2007 to 2009 and oral contraceptive nos from 2002 to 2007; for an unreported indication: wellbutrin in 2006 and zoloft in 2002. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping") and abdominal pain ("pain abdominal"), 2 years 10 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy using da vinci robot). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coil: right- 02, left- 01. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as menorrhagia. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain were added. Medical history, lab data, lot number, historical drug were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.